Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had big scratch in the glass on the screen. The customer reported that it was right across and she had a hard time seeing what was going on sometimes. The customer stated that it was hard to read and even the sensor alerts were hard to read as well. The customer stated that blood glucose was not relevant for incident but did not provide. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window.